Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at abutment site and subsequently the patient was placed under general anaesthesia and underwent revision surgery during an abutment change. The implanted device remains.